Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The clinical reason was refractive error. The iol was explanted and exchanged in a secondary procedure for a monofocal lens. Additional information has been requested and received stated that patient had blurred vision at all distances and had the trouble with adaptation to the multi focal lens. There was no patient harm. The surgeon prognosis was good, the patient was not hospitalized and the issue has been resolved.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and viscoelastic. The handpiece used if only qualified for use with company lens models. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 23.0 diopter, (1.5 extended depth of focus) was replaced with a non-company, 22.0 diopter, monofocal lens model. The product was not returned for evaluation. Additional information was provided that, in the surgeon's opinion, the product did not cause or contribute to the event. It was reported that the event was due to a refractive error and that the patient had "trouble with adaptation to the multifocal." No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).